Event description:
Hemodialysis started on pt and ran for two hours when blood was noticed on their shirt. The blood loss was approximately 150cc. User investigated the catheter, line, graft and were unable to find a leak. User did note that there was clotted blood inside the blue leur lock of the venous tubing. The physician was notified; vital signs were checked and stable. The staff found three other defective venous tubing leur locks: one on 2/11/2000 and two on 2/14/2000. Tubing may have been one of the following lot#s: 9430 k27 man date mar-99 950 k27 man date may-99; 9716 k3 exp. Date july 02; 980 6k7 exp. Date aug. 02; 982 k18 exp. Date aug 02; 9924 k11 exp. Date sept 02; 9x30 k5 exp date oct 02; 9719 k10 exp. Date july 02.